Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain cycle three) alarm was identified in the log. The alarm occurred on 20 may 2013 07:44:18 during night cycle three. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.